Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. Customer allegedly generating 12 false positive sars-cov-2 results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas ® liat® system. The 12 samples were initially tested on cobas ® liat® and was sars-cov-2 positive. Furthermore, repeat testing with the genexpert cepheid system was performed with both the new re-collected samples and the same samples, the results were negative. Although requested no supporting data and sample ids were provided for those samples. To date no harm has been indicated to the patients. Positive results were released. Investigation is ongoing. Per the FDA guidance twelve (12) mdrs will be filed, one (1) per each sample

Manufacturer narrative:
A review of the CT values of the alleged runs showed that five of the runs had an indication of the samples being below the test's limit of detection (lod). While six of the samples generated delayed CT values nearing the lod of the test, with one of the samples generated a strong CT of 29. As all twelve samples alleged were retested negative on the cepheid analyzer, the most likely cause for the discrepancy encountered is due to the differences in detection technologies as well as differences in sensitivities between the liat and the cepheid. (B)(4).